Event description:
The above stapler was being used for an end to end lowel anastomosis during a colostomy takedown procedure. When the anvil portion was connected to the remaining stapler and the adjusting knob turned until the green indicator was in the appropriate limits, the surgeon connected that there was too much space between the staple and the anvil portion. The stapler was removed unforced by the surgeon, and was fired off field by the circulating nurse. Staples did not reach the anvil to form and blade did not contact the cutting ring. Stapler and test form were sent to the manufacturer. Due to the nonalignment of the stapler, the surgeon needed to reanastomose the bowel by hand suturing which necessitated more surgical time.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.